Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing unknown medications. Indications for use included non-malignant pain and hip pain from surgery. It was reported that the patient had a pocket revision approximately one month ago. The revision took place because the patient didn't want the pump on their belt line. It was noted that the revision was not therapy related and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.